Event description:
Code was called on patient in afternoon. When I arrived, I placed the zoll pads on the patient who was already receiving compressions. Once I connected the pads to the defibrillator. I noticed it was not reading a depth or a rate of compressions. I let the fellow and attending know. They said ok, we have a pulse with compressions will have to go off of that. The patient coded again 30 minutes later. The same pads were still on the patient, so I connected them to the same defibrillator and this time it was reading a depth and rate. The only difference I observed was that the first nurse was using the encircling technique for compressions and the second time, which was a different nurse, was using the one hand technique. Manufacturer response for multifunction electrode to use with the zoll defibrillator, one step pediatric CPR (per site reporter): local rep has been notified with email "1/48/2017."